Event description:
Healthcare professional reported, capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles observed, in the surface of the shell.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog number through the photos provided.

Event description:
Patient reported ¿the left implant shows signs of damage, areas with a similar signal - prp silicone with reaction around it - dominant about 16 x 16 mm¿ diagnosed via MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "signs of damage, areas with a similar signal - prp silicone with reaction around it - dominant about 16 x 16 mm.¿

Event description:
Patient reported ¿the left implant shows signs of damage, areas with a similar signal - prp silicone with reaction around it - dominant about 16 x 16 mm¿ diagnosed via MRI. Device remains implanted.